Event description:
One blood leak occurred during dialysis at the 5th reuses. The total blood loss is approx. 250cc, since the blood was not returned to the pt. The pt was well and no medical treatment was given. Another case of leak was reported from this facility.